Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose monitor gave a result in the wrong unit of measure on the aviva meter. The blood glucose result was in mg/dl instead of mmol/l. No adverse event reported. The blood glucose monitor is not expected to be returned for product evaluation.